Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead insulation was found to be twisted at the lead tip, and the ra lead exhibited a helix mechanism issue due to excessive torsion applied to the lead. The physician made several attempts to implant the right ventricular (rv) lead but was unsuccessful. The ra lead was removed and replaced. The patient experienced no adverse consequences.